Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose were 27.7, 18.3, 14.2 mmol/l. Tests were done within 20 minutes with a difference of 40%. Patient did not experience any adverse events. No further information has been reported.